Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) was not showing wave forms. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) was not showing wave forms. There was no harm or injury to patient and no adverse event was reported.